Manufacturer narrative:
Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. A review of DHR, complaint history, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Without the device returned for functional testing and dimensional analysis, a root cause of the liner tear could not be determined. Per the cer, the patient¿s access vessel was moderately calcified and moderately tortuous. Past complaints have suggested that the following patient or procedural factors may have contributed to liner tears: calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear. A true root cause was unable to be determined at this time, however, available information supports that patient or procedural factors may have contributed to the liner tear. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the liner tear and vessel perforation may be related to procedural factors (sheath delivered over a non-supportive wire at an acute angle) or patient factors (calcification and/or tortuosity not fully appreciated on pre-procedural imaging). No manufacturing non-conformances or IFU/training inadequacies were identified. Review of complaint history for march 2016 did not reveal that the occurrence rate exceeded the control limits for this failure mode. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, as the esheath approached the tortuosity in the lcia, the sheath began to split. Upon removal and exchange of the esheath a large lcia perforation was noted which required three covered stents. A patient with diffuse iliofemoral disease and moderate tortuosity, dilated aorta with a bicuspid aortic valve and low ef presented for a transfemoral tavr. Access was obtained from the lcfa and a 16f esheath was introduced without event over a .035 lunderquist wire. The .035" straight wire was exchanged for a .035 j tipped lunderquist. As the commander delivery system was being introduced via the 16f esheath, the .035 lunderquist ¿pulled out of the left ventricle¿ as the attending tried to advance it to a more stable position in the lv. Due to the difficulty of the patient¿s anatomy, the team decided to remove the wire, delivery system and esheath and re-cross the annulus. A second 16f e-sheath was opened as well as a second commander delivery system and 29mm sapien 3 valve. As the new esheath approached the tortuosity in the lcia the esheath began to split and it was noted that ¿the fellow had handed the team the .035 starter wire vs. The .035 lunderquist¿. The split esheath was removed, the .035" lunderquist introduced and a 3rd 16f e-sheath was successfully introduced over the lunderquist wire. The patient became hypotensive and tachycardic and the echo team evaluated for potential perfusion. None was noted. The esheath was retracted into the leia and an angiogram was performed, which identified a lcia perforation. Covered stents were placed in the lcia. The esheath was then successfully advanced thru the stents and the annulus was crossed with a straight wire. The commander/29mm s3 were successfully delivered and deployed. The patient received 1 unit of prbc's during the procedure and was note to have remained stable.